Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor valve was selected for implant using a large flexnav delivery system (ds). Baseline was noted to be normal sinus rhythm. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. The patient went into a complete heart block, and a temporary pacemaker was placed to stabilize the rhythm. During the procedure, the valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). On the following day, the patient received a permanent pacemaker. The patient was in a stable condition.

Manufacturer narrative:
Correction: report 2135147-2026-01315 has been identified as a duplicate event. The same event/issue was previously reported in report 2135147-2026-01271. The final report including the investigation results for this event was submitted under 2135147-2026-01271-01.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was 3mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. Baseline was noted to be normal sinus rhythm. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. The patient went into a complete heart block, and a temporary pacemaker was placed to stabilize the rhythm. During the procedure, the valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure with the use of medication and temporary pacemaker, and there was no clinically significant delay reported. On the following day, the patient received a permanent pacemaker. The patient had an extended hospitalization. The implanter classified this event as being related to the performance of the pre-bav device and procedure. The patient was in a stable condition and subsequently discharged. Additional information was received on 17 mar. 2026 confirming that this file is a duplicate of (B)(4) / (B)(6).